Event description:
The hcp reported that the pt presented to the hospital with intermittent non-responsiveness, hypertension, respiratory depression and increased spasticity with no fever. The hcp suspected encephalitis, however, cultures were obtained via lumbar puncture and were negative. The hcp also suspected overdose as a possible cause of the symptoms. The pump was reprogrammed to a lower dose, with no change in symptoms noted, so reprogrammed dose to baseline. The reason for the pt's symptoms is unknown. The pt improved without further treatment and has recovered without sequela.